Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 53 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. The customer stated that the insulin pump had compromised force sensor system alarm. Customer stated that the drive support cap appears normal. The customer stated that during seating the force sensor did not detect the reservoir. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm.